Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem- o-lok clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem- o-lok clip applier instrument had a bent jaw- does not hold a clip. Case was completed using another clip applier. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected for sterility and broken cables, overlooked the jaw alignment. While loading clip onto clip applier (prior to being inserted into patient). The clip applier was not used as they could not load the clip and then noticed the bent jaw. Hem-o-lok large clip.

Manufacturer narrative:
Correction to b5 summary : customer was using large hem-o-lok clips intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have one severely bent grip tip causing a misalignment. The grips were not cracked. A clip could not be properly loaded into the clip groove of the grip-tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.